Manufacturer narrative:
(B)(4).   To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4) submitted for an adverse event that occurred on (B)(6) 2017. (B)(4) submitted for an adverse event that occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported the patient underwent revision surgery on (B)(6) 2017. It was reported the patient underwent revision surgery on (B)(6) 2018, due to the mesh was adherent to bowel which caused bowel obstruction and resection. It was reported that the patient experienced abdominal pain and discomfort. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 3/3/2021. Additional information: a2, b7 date sent to the FDA: 3/3/2021. Corrected information: a3.